Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. The device was returned and evaluated by a third- party service center. The internal part of the device was inspected visually and found no evidence of visible foam degradation. There was corrosion present in connector as well as device and connector oxide present in device. The complaint could not be confirmed. In addition, the device has been scrapped.